Event description:
Reporter alleged obtaining a discrepant blood glucose result of 87 mg/dl back to back with a result of either 149 or in the 100s mg/dl on the advantage system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.